Event description:
It was reported that approximately four months post port and catheter placement, when checking a local edema after needle puncture and saline test, an x-ray and tomography allegedly identified that the catheter was ruptured and displaced inside the direct cardiac chamber and pulmonary artery trunk. It was further reported that the device was removed. The patient was reportedly stable post removal procedure.

Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. Device history record was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or quality control inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: a.review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructions are adequate. Investigation summary: one chronoflex catheter fragment was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. Five medical images were received and reviewed. The investigation is confirmed for full catheter break and catheter embolism, as a complete circumferentially aligned break was identified at the proximal end of the catheter. The edges of the break were observed to be rounded and jagged, and the break surface appeared to taper towards the center of the catheter. The break surface appeared to have a slight roughness. The catheter fragment measured approximately 22.3 cm in length. The medical image review identified tubing in the right heart and possible tubing in the pulmonary artery outflow. Tactile evaluation at the 10cm depth mark revealed hardening of the catheter segment that easily came apart when a small force was applied. The catheter segment was patent to infusion and aspiration, and hardened blood was noted exiting the catheter upon infusion. The reported events and findings from the investigation are consistent with fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. H10: g4 h11: b2, d10, h3, h5, h6 (patient, device: 1395, method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway. Medical device - expiry date 04/2023.

Event description:
It was reported that approximately four months post port and catheter placement, when checking a local edema after needle puncture and saline test, an x-ray and tomography allegedly identified that the catheter was ruptured and displaced inside the direct cardiac chamber and pulmonary artery trunk. It was further reported that the device was removed. The patient was reportedly stable post removal procedure.